Event description:
It was reported that during set up / inspection for use, the videoscope had a foggy lens. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty objective lens, due to residue on the lenses. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, related to vapor penetration or ingress of fluids due to air-tightness breakdown. Foreign material was not available for sampling, and no further analysis could be completed. Olympus will continue to monitor field performance for this device.